Manufacturer narrative:
Displacement test. No unexpected pump error 130 alarm during testing. No pump error 37 alarm noted. Pump error 130 alarm was found in the formatted history file on the event date. 02/27/2024 18:53:29.000 to 02/27/2024 21:28:37.000 mfdaalarm (130). No damage found at the motor assembly. Unit was cut/open and inspected found no moisture damage at the motor assembly/electronic assembly. The motor was tested outside of the device and passed. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with pillowing keypad overlay. Not confirmed pump error 130 alarm during testing. Exposed to moisture not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received pump errors 130 and 37. It was reported that the pump had been exposed to moisture. It was reported the reservoir leaked o-rings. Troubleshooting was performed and the customer was able to clear the alarm and was able to complete the pump rewind. The customer stated that the pump was exposed to a high magnetic environment. The pump passed the displacement test and self test. Troubleshooting was performed for the leak and the customer found the leak at past 2nd o ring. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.